Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). This report is being filed to relay additional information. The following fields were updated/ corrected: b4, b5, d4, d10, g4, g7, h1, h2, h3, h4, h6, h10. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Medicrea/flextronics has not previously repaired/evaluated a.t.s. 4000 tourniquet serial number (B)(4) as documented in the repair reports in livelink. On (B)(6)2019 , it was reported that there was an inflate stability issue (spontaneous deflation) after 15 minutes of use resulting on a venous return despite the correct display, even after changing tubing. The customer returned an a.t.s. 4000 tourniquet device, serial number (B)(4) , for evaluation. Product review of the a.t.s. 4000 tourniquet by flextronics on (B)(6)2019 revealed that the footpads, front housing, flex assembly, and touchscreen needed replaced. The battery health was below 75% and needed replaced. The software needed upgraded to the latest version. Repair of the a.t.s. 4000 tourniquet was performed by flextronics on (B)(6)2019 which included replacement of the footpads, touchscreen assembly, battery, front housing, flex assembly, and upgrading the software to the latest version. A.t.s. 4000 tourniquet, serial number (B)(4) , was then tested and functioned properly. It was repaired, inspected and tested. The reported event was never confirmed during inspection of the device. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
The customer reported an inflate stability issue (spontaneous deflation) after 15 minutes of use resulting on a venous return despite the correct display, even after changing tubing. The event occurred during surgery but there was no harm involved, and there was a delay between 16-30 minutes. An alternate device was used to complete the procedure. No adverse events were reported as a result of this malfunction.